Event description:
One revision performed for anterior dislocation at 3 years post-operative.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Walch g, et al. (2011). A multicenter study of the long-term results of using a flat-back polyethylene glenoid component in shoulder replacement for primary osteoarthritis, j bone and joint surg, 93-b:210-216.